Event description:
It was reported that during a coronary stent procedure, the delivery/stent device became stuck in the lesion. It is unk if the lesion was pre-dilated. While attempting to pull back for removal the stent dislodged. The delivery device was removed without incident. The stent was located near the target lesion and a balloon catheter was used to deploy the stent where it had dislodged and the procedure was completed. Pt status is listed as "okay".